Manufacturer narrative:
The actual device used has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the manufacturing record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file during the past two years (april.2014~ march.2016) confirmed that there were no other reports for dislodgement of the markers. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported that two markers came off the catheter during procedure when using the navicross device. Additional information was obtained from the user facility on (B)(6) 2016: the markers came off during procedure; the vessel was known to be very tortuous and the physician believed the extreme tortuosity played a significant role in the event; the markers were successfully removed via snare; it was reported the procedure was a success; and the patient is "fine".

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00083 to provide the retention sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number. Visual and magnifying inspection revealed no defects. The outside and inside diameters were measured and confirmed to meet manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a current product sample and was checked at approximately 40mm and 110mm from the distal end. In this state, the sample was subjected to a tensile force. When the load reached approximately 4kgf, the shaft started to be thinner in the diameter and the radiopaque markers dislodged from the shaft before the shaft became fractured. The investigation result verified that the actual sample was the normal product. Based on the reproductive test result, it is likely that the actual sample was trapped in a tortuous segment of the lesion and in the trapped state, was subjected to an excessive pulling force. The shaft was elongated and its diameter became thinner, resulting in the reported dislodgement of the markers. Since the actual sample was not returned for evaluation, the definitive cause cannot be determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00083 to provide the retention sample evaluation results.